Event description:
It was reported that the patient received inappropriate high voltage therapy due to dislodgement of the right ventricular (rv) lead. The rv lead was successfully repositioned to resolve the event. The patient was stable and there were no adverse consequences.